Manufacturer narrative:
The lot was manufactured from january 02, 2020 - january 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused during patient infusion. The reporter stated that the expected therapy time was 65 hours. The device had been filled with 200ml solution of unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.